Event description:
It was reported the device was used during an unknown procedure. It was reported by the affiliate that the reload cartridge did not work properly. There was no pt consequence. Add'l info received on 6/6/97. It was clarified that the device did not work after the reload cartridge was loaded into the device.

Manufacturer narrative:
The product complaint analysis team has completed its investigation. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: any other noticeable damage, n/a; batch number, n/a; cartidge pan in place/condition, n/a; condition of drivers, n/a; lockout tabs on pan condition, n/a and position/condition of wedge sleds, na. Functional tests & results: condition of clamp first lockout, good; condition of clamping mechanism, good; condition of firing mechanism, good; condition of knife, good; condition of wedge bands, good; is hyper lockout condition present, no and result of attempted firing, good. Analysis conclusion: based upon the inquiry info rec'd, the visual examination, and the functional testing, no conclusion could be reached as to why the reload cartridge reportedly "did not work properly" during surgery. The instrument was returned in good physical condition. The instrument way cycled, fired, cut, and formed the staples within design spec. The instrument was disassembled to examine the internal components and no deformations could be identified. It was concluded that the instrument was fully functional and conforming to design specs. The experience the surgeon reported could not be repeated. Each instrument is evaluated during the assembly process to ensure it functions properly. Co strives to understand each incident as it occurs in order to continuously improve co's products.